Event description:
Customer states that it appears the inform meter got hot and burned at the bottom of the meter. No impact to the meter base unit. Customer claims the meter had burn marks on the plastic at the bottom of the meter. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). The customer report of a leak was confirmed and duplicated during evaluation. The root cause was undetermined.

Event description:
Report received from baxter (B)(4) that a leak from the tubing was found. The set had been used for 50 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.